Event description:
The customer reportedly received the following results on the accu-chek compact system within 10 mins: 418 mg/dl, 240 mg/dl, and 187 mg/dl. The customer drank a glass of water to lower her blood glucose results. The results of treatment undisclosed. No adverse event reported. New system sent to customer and return requested.